Event description:
It was reported that a cgm error occurred, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on performing a pump reset, and after the reset, the error did not reoccur. The customer successfully started their sensor session.